Event description:
The patient reportedly experienced and overly loud sound while using their sound processor. The patient was seen at the center for device evaluation. Programming adjustments were made. Cochlea was confirmed to be normal. 5 months later, the patient was seen by a company representative for device evaluation. Based on the test results, the recommendation was made to schedule revision surgery. The patient's device was explanted. The patient was reimplanted with another clarion device.